Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a that an asymptomatic patient presented to the clinic with high capture thresholds on their right ventricular lead. While attempting to reposition the lead on (B)(6) 2021, it was noted that the lead's helix would not re-deploy. The physician opted to explant and replace the lead. The patient was stable throughout.